Manufacturer narrative:
The most likely underlying cause as documented in (B)(4) is defined as: controls/no alarm. Other failures found were: manifold/other/defective; pe valve/not shifting.

Event description:
Dealer is stating that the unit has no alarm.